Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 02 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the smart remote manager would not recover, and the error displayed on the screen was "please close the door." A field service engineer (fse) adjusted the housing of the remote manager and also inspected the latch and lock mechanism for any binding; no binding was detected. The customer was able to inventory and recover the smart remote manager successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the smart remote manager had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.